Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The air detector, upstream occlusion (uso) seal, and downstream occlusion (dso) sensor were in good condition. The manufacturer representative inserted batteries to power up the device, and the pump had a double beep. The cause of the customer reported problem and the double beep sounds was the dso sensor was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor.

Event description:
It was reported that the cassette sensor was bad. There was no patient involvement.

Manufacturer narrative:
H2) additional information: d9: date returned to manufacturer: 11/27/2024.